Manufacturer narrative:
The customer declined a service visit as they believed the event was due to operator error. Based on the information provided, the investigation could not identify a product problem. The cause of the event could not be determined. (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 801 module. The sample initially resulted with a total psa value of 1.16 ng/ml and this value was reported outside of the laboratory. The sample was repeated, resulting with a value of 1283 ng/ml. The sample was repeated again, resulting with a value of > 100 ng/ml accompanied by a data flag. The sample was then repeated automatically by the analyzer with dilution, resulting with a value of 1256 ng/ml. The 1283 ng/ml value was believed to be correct and a corrected report was issued. The total psa reagent lot number was 504894. The reagent expiration date was requested, but not provided.